Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the device did not operate properly. The root cause is undetermined. Device was inspected, and repaired by replacing a few components.

Event description:
The customer reported that the device sometimes doesn¿t work and there is also an emission of heat. (B)(4).